Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after implant the patient was experiencing diaphragmatic stimulation with right atrial (ra) lead pac ing. The lead was replaced with a new lead implanted. No further patient complications have been reported as a result of this event.